Manufacturer narrative:
The device has not been received by verathon. However, the device return is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported while using a glidescope core video cable with the glidescope core 10-inch monitor during a patient procedure, the image was intermittent and would go in and out. The procedure was successfully completed using an alternate device obtained within an unspecified timeframe. No procedural delay or patient harm was reported.